Event description:
It was reported that three (3) large volume infusors underinfused. The issue was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: e1: initial reporter address: (B)(6). E1: initial reporter city: e1: initial reporter state: e1: initial reporter postal code: (B)(6). The devices have been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was manufactured from june 13, 2022 - june 14, 2022. 10: three (3) actual devices were received for evaluation with no fluid in the bladder. A visual inspection with the naked eye did not identify any abnormalities that could have contributed to the reported condition. Functional flow rate tests were performed on the samples, and the flow rates were found to be within specification. The reported condition was not verified. The devices were determined to be conforming products. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.